Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient removed the sensor was feeling pain after removing the sensor. The sensor wire was intact but shown crooked or bent upon removal. The patient went to the hospital and an x- ray was performed but nothing found. They prescribed ibuprofen 600mg one tablet when needed. The patient arrived at 1:45 pm (B)(6) 2025 and was discharged at 4:35 pm (B)(6) 2025. At the time of the report the patient was still feeling pain. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue, therefore, a more specific code could not be selected.